Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was fully intact; no damage was observed. The complaint of the unresponsive keypad buttons was not able to be duplicated during testing. All keypad buttons responded appropriately to button presses. None of the keypad buttons were found to be hypersensitive. The keypad was removed and no defects were found. Further evaluation revealed that there was moisture on the display screen. A leak test was performed and a battery compartment leak as well as a pump case leak was found. The pump case was found to be cracked on the upper right corner between the lens and the case seal. The battery compartment was found to be cracked from the case seal to the grip pad. The pump case was removed and corrosion was observed under the display and on the keypad flex connector. Unrelated to the complaint, evaluation revealed that the display was faded and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that all keypad buttons were unresponsive. It was noted that there was moisture behind the display. Reportedly, the pump was exposed to water while the user was at the beach. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.